Event description:
It was reported that the device had power on reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters 1 - por for critical ram parity error, addr = 127b, data = 04, on (B)(6) 2011 07:56:30. One - patient alert for device circuit error on (B)(6) 2011 07:56:30.